Manufacturer narrative:
One partial used device was received and evaluated. Testing found that the distal tip of the option-lok male adapter was broken off inside the PICC device. Drag marks were noted on the tip of the option-lok male adapter indicating application of excessive force on the male adapter. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. On an unspecified date, the option-lok male adapter of the plumset was connected to the pt's peripherally inserted central venous catheter (PICC) device and was being used to deliver unspecified concentrations of saline, clindamycin and vancomycin, at unspecified rates. On (B)(6) 2014, the customer contact reported that the distal tip of the option-lok male adapter broke off and a piece remained lodged inside an unspecified port of the PICC device. No specific details were provided. It was reported that the PICC device was replaced. The customer contact reported that the pt is being monitored for development of infection. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No additional info was provided.